Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 166 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Customer was assisted in performing a 5.0 unit manual prime and pump alarmed during manual prime. Customer did not have a plunger available. Customer was advised was advised that issue may have been due to an occlusion. Customer was advised to replace reservoir and infusion set. Customer was advised to monitor the situation and to call back should issue reoccur. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.